Event description:
Patient presented to the physician with clear fluid drainage at the neck incision site and a hematoma at the chest incision. Due to suspected infection, cultures were obtained, and antibiotics were prescribed. Culture results returned positive for enterobacter infection. Physician brought the patient into the or the next day and removed the entire inspire system.